Event description:
It was reported that three (3) clearlink secondary medication sets disconnected from the IV (intravenous) bag which resulted in chemotherapy leakage. This occurred during set up prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-06063. All information can be found under manufacturer report number 1416980-2024-06063. Should additional relevant information become available, a supplemental report will be submitted.